Event description:
It was reported by a customer on (B)(6) 2011, the fiber was damaged at the tip at 44,278 joules. Also, it was reported the fiber forward fired and the fiber cap detached. Per the customer, the part of the fiber that was damaged was the tip. It was also noted that it is unknown what caused the damage. The fiber was not clamped. There were no known observations leading up to the incident and there were no error codes displayed on the console when this event occurred. No pt injury was reported.